Event description:
It was reported that this right atrial (ra) lead was dislodged, confirmed through x-ray. Lead remains in service. Patient has been scheduled for a procedure. No adverse patient effects were reported.